Event description:
Patient reported that the pump sustained screen damage, exhibited a "rattle", and was resetting itself without intervention after being dropped.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged circuit board.